Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if any issues reoccurred and confirmed their understanding.